Event description:
It was reported that the patient underwent a hip arthroplasty procedure on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised on an unknown date. The cpt stem and triology cup were explanted. The patient is said to have poor soft tissue.

Manufacturer narrative:
(B)(4). D10: 65620005622 f/m acet shell 56mmod clust ha 63391815. G2: foreign: australia. Mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d10, g3, g6, h2, h3, h6, h10. D10: 00801803603 femoral head sterile product do not resterilize 12/14 taper 62937390. 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 62916918. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.